Manufacturer narrative:
We did not get any information regarding this complaint. Logs, service report and the status of the ventilator requested several times. Due to lack of information, the root cause of the reported event can not be found. H3 other text : 4117

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the set peep (positive end expiratory pressure) value was not read correctly during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).